Manufacturer narrative:
At the time of this report, eval of the device is in progress. While there was no harm to the pt in this case, this issue is being reported due to the possibility of unexpected loss of navigation causing pt harm.

Event description:
A medtronic rep reported that when in navigate, he received an error that the localizer was not connected in synergy cranial. Medtronic rep walked through checking all of the connections on the psu and the scu and everything was seated properly. The surgeon opted to continue the surgery with the use of the stealthstation. There was no impact on the pt outcome.